Event description:
During varian's internal testing, the 3rd party vendor, ((B)(6)) reported the ndc value for a selected drug can be incorrect when sent through e-rx. This event did not involve patient treatment.

Manufacturer narrative:
This issue was reported by (B)(6) and no miss-administration of medications has been reported by a customer. The investigation has identified a design deficiency within the software. Further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.